Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for chronic low back pain, radicular pain syndrome and spinal pain. It was reported that the patient received an oor message both on the recharger and the programmer. The patient was checking the ins status when they saw the message. The manufacturer representative just saw the patient for reprogramming and noted that settings are not high, and that impedances looked normal except for 13 and 14 that were greater than 40,000 ohms. The patient is not programmed on these. Patient also has received a new recharger and was instructed to recharge the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient would be referred to a neurosurgeon for an explant and paddle lead placement. The manufacturer representative stated that the patient¿s healthcare provider (hcp) felt that the patient¿s anatomy would prevent them from advancing the new leads any further than they are. It was unknown if a consult was set up with the neurosurgeon. The patient¿s devices would be explanted likely within the next two months. It was noted that the impedance issue wouldn¿t be resolved until the date of surgery. Also, the manufacturer representative wouldn¿t know if the device would be returned until after they ask the hcp in surgery. No further complications were reported or anticipated.

Event description:
Additional information received reported that the manufacturer representative (rep) met with the patient and ran impedance tests in multiple positions. They indeed had a short on one lead and they did get the oor message this time around with the clinician programmer. Contacts 3 <(>&<)> 4 indicated the short. They also had electrodes 13 <(>&<)> 14 which were out of range. It was reported that the patient had a surgical consult next tuesday and additional information would be provided afterwards.